Event description:
It was reported that during the implant procedure, the implantable cardiac monitor had noise and oversensing. The implantable cardiac monitor was not implanted and a new cardiac monitor was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the implantable cardiac monitor was returned, analyzed, and no anomalies were found.